Event description:
The patient contacted animas on (B)(6) 2012, alleging she awoke early in the morning on (B)(6) 2012 and found the insulin pump display requesting verification of the battery type. The patient reported that she attempted to confirm, but the screen was frozen. The patient reportedly removed the battery and replaced it with a new battery, then performed a full rewind, load and prime. The pump was then reported to be functioning properly. The patient denied any damage to the pump or the battery cap. The patient reported the last time the cap was replaced was seven months ago. The owner's booklet advises the battery cap be replaced every three-to-six months. During troubleshooting with animas customer technical support (acts), the alarm history revealed low battery alarms at 4:35 am and 4:37 am on (B)(6) 2012; however, there was no "replace battery" alarm emitted by the pump. The patient stated that at no time during this alleged event, did she test her blood glucose level and declined testing her blood glucose level during the call with acts. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged the insulin pump experienced failure of the replace battery alarm, which was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed no physical damage to the battery compartment or battery cap. The pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. All keypad buttons are responsive and navigation through the screens was normal. A review of the black box indicates low battery warnings on (B)(6) 2012 at 4:06 and 4:37 followed by reboots and a battery change. The pump was exercised for 24 hours with no reboots occurring. The pump was opened and no intermittent connections or defects were observed with the power components. The complaint could not be duplicated during investigation.